Manufacturer narrative:
Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an increase in impedance, a decrease in sensing, and an increase in capture due to a dislodgement of the right ventricular (rv) lead. An echocardiogram was performed and revealed a cardiac perforation with a pericardial effusion. The rv lead was repositioned to resolve the event and the pericardial effusion resolved spontaneously. The patient was stable.